Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the scope cable did not have communication between the endoscope and the processor when connecting, but when the wire was change to another one, the problem disappeared. The procedure was completed using a similar device, but it was not confirmed when this event took place. Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6: component code. Since, the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection. And the customer's reportable malfunction was not confirmed. Based on the results of the investigation, and since, the device malfunction was not confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.